Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating that the ins was removed about 3-4 weeks ago and they were sent a paper to fill out but they didn't know what was being asked. Pt said that the letter was regarding their call from (B)(6) 2024. Pt said that it came loose and they had no idea how, except they thought that they fell or something. Pt said that they just had the ins removed since they had more pain with it in after a while than they did with it out. Pt said that they didn't have any pain now. Pt said that they had the ins removed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated that the ins is not where it used to be. Pt stated above the ins there is a hard rectangle shape and that was not there before since last week. Pt stated it hurts so bad where the ins is that she can't touch back there. Pt stated she called her managing hcp and she can't get in until (B)(6) 2024 to have the ins checked. Pt told the hcp that the ins feels loose pt stated she told the hcp that she is in "dire pain" but that did not get her a sooner appt. Pt stated she got her ins to charge to 100% last week but she can't charge the ins now. Pt stated she had an MRI awhile back. When she had trouble before charging the ins she got to where it said, "stim is off" pt stated the ins was off for a month or more. Pt stated she did not have bad pain that she used to have. Pt stated she thinks her pain is better when stim is off than when stim is on. Pt stated she is not sure when this all happened; pt stated the ins worked until last fall when she fell on her back in (B)(6) 2023. Pt stated the ins wasn't loose then but she has been in pain since last year but the pain wasn't really bad until last week. Pt talked to her pcp about it and pcp is going to try to see pt. Pss suggested pt get medical attention as she needs it. Pss is sending an fyi message to the local field rep about pt call.